Event description:
The user facility reported a 30-year-old male with cardiomyopathy was implanted with an impella for mechanical circulatory support. During attempted repositioning, the pump got caught in the papillary muscle and was accidentally pulled out of the left ventricle. As a result of the noted issue, the decision was made to explant the device. The patient remained on ECMO for ongoing support. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the initial report was submitted. The device was not returned for investigation. Per the clinical data provided, the cause of the positioning issue was use related due to improper technique.